Event description:
It was reported that the insulin pump was malfunctioning. Caller stated that the insulin pump delivered doubled the amount of insulin that the customer takes. Caller stated that the report also shows that the amount of insulin was doubled. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to flattened dome switch at act button on the keypad trace. Unable to perform the a-21 error test, upload to carelink, verify the history file, or the time clock anomaly due to keypad damage.